Manufacturer narrative:
Exemption number e2015058. The pad-pak was first successfully installed on the 7th january 2011 and performed to specification up to the (B)(6) 2016. An increase in voltage suggests a further pad-pak was installed. The device records multiple manual power ups mainly of less than one minute duration between the (B)(6) 2016 and the last log entry on the (B)(6) 2016. Investigation was unable to replicate or find conclusive evidence of the reported fault. The one minute time outs may suggest the user was regularly power cycling the device. It is assumed the customer returned the device in response to field safety corrective action. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.